Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose dropped to 46 mg/dl. The patient stated that when he has bad dreams his blood glucose sometimes drops; he treats these hypoglycemic events with juice. Troubleshooting was declined for the low blood glucose. The insulin pump was not returned or replaced.